Event description:
Revision due to complete unscrewing of humeral lengthener, if found disassembled from the other component. The pt had pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.